Event description:
It is reported, the lock nut was loosened to hyper-extend the green gas dampener causing the dampener to lock up. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
It was found the customer was loosening the lock nut to extend the green gas dampener causing the dampener to lock up.